Manufacturer narrative:
Conclusions: device investigation did not reveal any device defect or damage, which has been present whilst implanted. This finding was expected, because according to the patient report the active electrode migrated postoperatively outside of the cochlea, as confirmed by post-operative diagnostic imaging. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient was re-implanted with a new device on (B)(6) 2021. A decline in performance was noted around that time.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was re-implanted with a new device on (B)(6) 2021. A recent decline in performance was noted.